Event description:
It was reported that (1) device was used during a lymphadenectomy. It was reported by the affiliate that the mcl20 clips are not advancing (feed). Another instrument was used to complete the case. There was no consequence to the pt.